Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomalies were found.

Event description:
It was reported that the lead dislodged and was explanted and replaced. The patient's condition was -good- after the procedure.